Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024 around 8:00 pm, the receiver was alarming and the cgm reading was 100 mg/dl reading, there was no bg reading taken at the time. The patient didn´t experience any symptoms. Because the receiver kept beeping, the patient went to the hospital accompanied by her son. When she arrived at the hospital, the nurse took a bg reading which was 550 mg/dl and the cgm reading was 49 mg/dl. They treated the patient with IV insulin. The patient was discharged the next day at 4:00 am and was feeling stable. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid for when the patient arrived at the hospital. No additional patient or event information is available.